Event description:
Procedure type: low anterior resection with end to end anastomosis. According to the reporter: the purse string was done with suture. After clamping and firing the instrument, the string was torn, and the tissue was damaged when the device was removed. A new instrument was used to complete the procedure. No bleeding was reported, and no further pt details were available.